Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2017 with blood glucose of 475 mg/dl. The current blood glucose was 353 mg/dl and at the time of incident blood glucose was 600 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was flushed. The customer reported that the insulin pump was under delivering insulin. The insulin pump will be returned for analysis.